Event description:
It was reported that a caucasian female patient underwent a primary breast reconstruction surgery with implantation of an undisclosed mentor gel implant prosthesis. Post-operatively, the patient was diagnosed with intraductal carcinoma in situ of the right breast. As a result, the patient underwent removal and replacement with 750cc mentor artoura breast tissue expanders on (B)(6) 2021. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-06758 for the contralateral event involving prophylactic removal of the left breast implant.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: neoplasm malignant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 14, 2022, the mentor analysis lab received the suspect medical device for evaluation. The returned device was a saline device. It was confirmed via additional information that the removed devices associated with the patient were in fact saline. However, there was not a lot number present on the implants and as such no further device information was collected. On june 16, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant returned device. Manufacturer¿s reference number: (B)(4).